Event description:
It was reported the programmer would boot to the medtronic logo. The programmer was returned for service. Also noted was that the rear and side door were both broken. No patient involvement or complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the power cord door and media bay door were broken. Analysis also found that the device stuck on the rising man for about two minutes then went to the screen to finish the service disk. It was also noted that the personal computer memory card international association (pcmcia) card slot could not be read.

Event description:
(B)(4).